Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. The reported resistance during advancement could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that the device was not soaked in saline prior to use. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global instructions for use (IFU) states: note: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. The investigation determined the reported balloon rupture and resistance during advancement appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure to treat a moderately calcified lesion in the moderately tortuous distal left anterior descending (lad) coronary artery, a 2.0x15 mini trek rx balloon dilatation catheter (bdc) was unpackaged without issue but not soaked prior in heparinized normal saline prior to use. The mini trek rx bdc was then advanced to the lesion with resistance felt against the anatomy, but no force was applied. When inflating the bdc to 8 atmospheres, the balloon ruptured (the rupture was noted via loss of gauge pressure in an unspecified inflation device). The mini trek rx was withdrawn without difficulty. Another 2.0x15 mini trek was used to complete the procedure with a satisfactory patient outcome. There were no other device or procedural issues. There were no adverse effects and no occurrence of a clinically significant delay. No additional information was provided.